Event description:
Implant didn't achieve osseointegration (fibrointegration), primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, mobility.